Event description:
The hospital reported that before a coronary artery bypass procedure. It was noticed that the heartstring iii seal was cracked when set into loader. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. The seal was outside the delivery tube and was not cracked. The tension spring assembly remained in the inside the delivery tube. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken: the inner delivery tube diameter, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "cracked seal" was not confirmed. However, the complaint was confirmed for "seal failure to load." The confirmed failure mode was investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).